Event description:
It was reported that the right ventricular lead showed diminished r-waves. The pace/sense portion of the lead was capped and replaced while the remainder of the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.